Event description:
A customer contacted physio-control to report that their device would not turn on during routine check-up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control failure analysis center further evaluated the replaced power pcb assembly and determined that the cause of the reported issue was due to a shorted diode, designator cr20, on the power pcb assembly. This prevented the device from powering on.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. The power pcb assembly was replaced, and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A customer contacted physio-control to report that their device would not turn on during routine check-up. There was no patient use associated with the reported event.